Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. It was reported that the tear was likely due to patient's tissue fragility. Based on the information received, operational context and patient condition most likely contributed to this event. A manufacturing deficiency was not identified. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for analysis because it was re-implanted in the patient after repair of a tear. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event, or confirm the clinical observation, with the available information. Per the instructions for use, these devices are designed, intended, and distributed for single use only. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this 21mm bioprosthetic aortic valve was explanted at implant due to a tear. As reported, a tear was noted on the non-coronary side. The valve was removed in order to repair the tear. The 21mm valve was re-implanted with excellent results and no paravalvular leak. The surgeon indicated the event was possibly due to valve displacement after deployment, causing the tear due to tissue fragility. The patient was noted as doing well, post-operatively.